Manufacturer narrative:
Device was used for treatment, not diagnosis. Krettek, c. Et al (1999). The use of poller screws as blocking screws in stabilizing tibial fractures treated with small diameter intramedullary nails. J bone joint surg (br) 81-b, 963-968. This report is for an unknown intramedullary nail/unknown quantity/unknown lot. (B)(4) pertains to insertion of screw to correct nail alignment, maintain nail alignment, improve stability of bone-implant complex and control nail insertion during nailing procedures and revision procedures. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, krettek, c. Et al (1999). The use of poller screws as blocking screws in stabilizing tibial fractures treated with small diameter intramedullary nails. J bone joint surg (br) 81-b, 963-968. The authors conducted a prospective study to evaluate the clinical use of poller screws as a supplement to stability after fixation of fractures of the proximal and distal third of the tibia treated with synthes (stratec, (B)(4)) stainless steel or titanium solid intramedullary nails of small diameter. Twenty three fractures of the tibial shaft in 22 patients between july 1993 and july 1996 were treated with the nails; two patients were lost to follow-up, leaving 21 fractures in 20 patients (12 men and 8 women) with a mean age of 44 years (range, 18 to 76 years). Patients were followed through to union of the fracture with clinical and radiological examinations at intervals of six or eight weeks and always at a year after surgery. The mean period of follow-up was 18.5 months (range, 12 to 29 months). Results included: study subjects underwent implantation of poller screws for the following reasons: to correct nail alignment after insertion of nail (seven fractures), to maintain nail alignment or improve the stability of the bone-implant complex (21) and to control the nail during insertion (four); screws were placed during the nailing procedure (15) and during revision procedure within 28 days of nailing (six); nails were temporarily removed for stable but malaligned fractures, the poller screws were placed, and the nails re-inserted; nails were temporarily removed in those fractures whose previous path of the removed nails caused malalignment of the fracture, the poller screws were placed, and the nails re-inserted (five). This is report 2 of 2 for (B)(4). This report is for an unknown intramedullary nail.